Event description:
It is reported that the scrub tech opened the versys cemented ldfx stem size 11 and noticed that the inner packaging (layer of peel pack containing implant) had a hole in it. Hospital immediately bagged packaging and device, and completed surgery using a second ldfx cemented size 11 that they had on the shelf.

Manufacturer narrative:
Eval summary: it is unk whether the ryvek lid contained the hole prior to opening the packaging. The hole is just inside the seal and appears to be a tear rather than a hole so it is reasonable to believe that the hole was created after opening the device. No stock of this lot remains on the shelf, so add'l devices from this lot could not be examined. No add'l complaints have been received from this lot. Pt risk of the issue is low since the inner cavity is placed in a sterile outer cavity where the seal was no compromised. This issue will continue to be monitored through subsequent complaints. Eval: review of the device history records did not find any deviations or anomalies. The device meets print specification where measured. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.